Event description:
It was reported that during a routine pulse generator change out, the right ventricular lead exhibited high impedances. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion exposing the outer coil at 3.4 cm to 3.5 cm from the distal tip. The abrasions are consistent with constant fiction to another implantable device.